Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received button errors and a change sensor alarm. Customer stated there was a huge difference with the sensor glucose and blood glucose readings. Gave readings of 76 mg/dl and 300 mg/dl but could not identify which was sensor glucose and blood glucose reading. No further information provided.